Event description:
It was reported that a patient from (B)(6) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. On an unreported date, the patient began treatment with dianeal 1.5% ultrabag and dianeal 2.5% ultrabag (doses, and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Action taken with dianeal therapies was not reported. On an unreported date, the patient reused the equipment (details not provided) and an exchange was done in the hospital ward, which caused peritonitis (details not provided). On the same date as this report, the patient experienced peritonitis. One day later, the patient was hospitalized for peritonitis. On an unreported date, the patient began treatment by injection with fortum (1gm, once daily, ip), and injection vancomycin (1gm, once daily, ip) for peritonitis. Concomitant therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be as a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information from that review, a supplemental medwatch will be filed.